Event description:
A discordant low sodium (na) result was obtained on a dimension exl with lm instrument on one patient. The initial result was not reported to the physician. The same sample was repeated on an alternate system and the repeated result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant sodium result was unknown. The tsc determined that the customer was having qc issues during the time of the event. The tsc instructed the customer to clean the integrated multisensor technology system, replace the sensor and to use a new bottle of dilcheck. The instrument is performing within specifications. Further evaluation of the device is not required.